Event description:
Medtronic received a report that during aneurysm embolization, the catheter entered the aneurysm cavity and the delivered coil could not be detached. After multiple attempts, the catheter was removed from the body. After checking the entire system, it was found that the catheter was kinked in the proximal section. There was coil non-detachment. The physician attempted to detach the coil with the instant detacher two times. The physician tried another instant detacher once. There were two manual attempts at detachment via hypotube. There was no issue with the instant detacher. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for intracranial aneurysm embolization treatment of a saccular, unruptured left c7 aneurysm with a max diameter of 3.3 mm and a 2.1 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 4.75mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition- the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an echelon-10 micro catheter. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub, micro catheter body, distal tip or marker bands. The axium prime pusher was found fully pulled into the echelon-10 micro catheter body. The micro catheter was cut to remove the micro catheter. The pusher was found broken at the break indicator with the proximal segments not returned for analysis. It is likely that a manual detachment was attempted at this location. The pusher was found kinked at ~36.0cm and ~17.3cm from the distal end. The coin was found still against the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found severely damaged and stretched with the polypropylene filament broken. Testing/analysis ¿ the exposed release wire was retracted, and the coin did not exit the lumen stop as the release wire was found broken. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved. The release wire was retracted, and the coin exited the lumen stop with no issues and no resistance encountered. The implant coil became detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that prior to the coil non-detachment, no issues were encountered. There was no pushwire damage observed after removal from the patient.